Manufacturer narrative:
The device ro 15 065 has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor screw thread was damaged. The defective parts were replaced for repair purpose. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the support arm adaptor was non-functional. There was no patient involvment reported.